Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up # 1 date of submission 4/12/2017. Device evaluation: the device has been returned and evaluated by product analysis on 3/18/2017 with the following findings: during testing, the pump powered up to a blank display screen. The pump¿s black box data history could not be downloaded. The cs 006 call service alarm is defined as an eeprom write failure (electrically erasable programmable read-only memory). Some steps of the investigation could not be completed because of the blank display screen. A unity test code downloader tool application was used to upload test code to the master processors. The upload was successful and the pump powered up and displayed just ¿msp¿ instead of ¿msp2¿. (2) is the eeprom communicating properly hence the diagnosis that the failure is in this area since it is missing from the display. The pump was opened and the eeprom unit was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.